Event description:
The customer reported the device shut down while in use and gave a message about the battery. The customer reported no patient harm. The manufacturers field service engineer (fse) could not duplicate the reported problem. The fse reported review of the device diagnostic history noted an occurrence of +-24/12 volt power failure. The fse noted the device would not run on external battery. The fse replaced the external battery to address the reported problem and findings. Applicable final testing was performed per operating specification and passed.